Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unable to reset time or date due to unresponsive keypad. Unit had cracked case at display window corner, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube window and missing end cap sticker.

Event description:
Customer reported that he changed the battery on the insulin pump because he received a message and it would not come out of the year 2005. Customer stated he does not recall what the message was. Customer was advised to press the act button and the device alarmed button error. Customer is unable to clear the alarm or to change the year on the settings. Blood glucose value is unknown. Nothing further reported.